Manufacturer narrative:
Pump had missing segments/partial display due to cracked and bleeding lcd glass and scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a partial display with missing segments. Customer's blood glucose reading was 268 mg/dl. No significant events leading to the display issue were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.